Manufacturer narrative:
Date is approximate. Analysis of the recharger (serial# (B)(4)) found that the cable was cut at the entrance to the donut. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that when the patient was charging the ins the controller screen flashed an "emergency message" and said to call mdt. The patient stated then the screen went blank and now they couldn't get the message to appear again, but they had resumed charging the ins. It was later noted that the controller displayed a software problem message. A replacement controller was sent to the patient. The patient also reported that they had been having difficulties charging the ins because the recharge quality drops from excellent to poor without them moving. The patient stated that this caused them to charge up to 2-3 hours a time. The patient also mentioned that when the recharging difficulties started they noticed that the recharger (rtm) got so hot it "burns" them and was burning their skin. The patient said they had to put a cloth between the rtm and their skin. The rtm cord was frayed at the entrance to the doughnut. A replacement rtm was sent to the patient. No further complications were reported/anticipated.

Manufacturer narrative:
Review of the previous report found the recharger (serial# nlf033166n) was incorrectly reported as a single device but is part of a system. Current report updated to include the ins. Concomitant medical products: product ID: 97755, serial# (B)(4), product type: recharger. Product ID: 97745, serial# (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.